Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was not properly anchored in the vessel and got out of the artery with the sheath. There was no reported patient injury. The deployer¿s mynx training status was mynx certified. The device was properly stored and handled according to the IFU. There was no damage noted to the packaging of the device prior to use. The type of procedure the mynx vcd used in was a diagnostic coronary procedure. The procedure used a retrograde approach. The device was properly prepped according to the IFU. The balloon did not lose pressure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device was not purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The patient was not hospitalized, or the patient's hospitalization extended as a result of the event. Hemostasis was achieved by manual compression less than 30 minutes. The patient recovered after the mynx event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath stuck to the distal end of the shuttle. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. Shuttle movement was checked and resistance was felt. After unsheathing, the sealant inside the shuttle tubing was found to have exposed to blood and appeared to have ¿swelled¿. The proximal sealant was found wedged between the catheter and the distal end of the advancer. The condition of the received device indicates a device jam which may have been attributed to the sealant exposed to blood prematurely. A product history record (phr) review of lot f1923302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed during analysis of the returned device. A subsequent ¿device deployment jam¿ was revealed. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as attempting to retract a jammed device, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was not properly anchored in the vessel and got out of the artery with the sheath. Hemostasis was achieved by manual compression less than 30 minutes. The patient recovered after the mynx event. There was no reported patient injury. The deployer¿s mynx training status was mynx certified. The device was properly stored and handled according to the IFU. There was no damage noted to the packaging of the device prior to use. The type of procedure the mynx vcd used in was diagnostic coronary. The procedure used a retrograde approach. The device was properly prepped according the IFU. The balloon did not lose pressure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device was not purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The patient was not hospitalized, or the patient's hospitalization extended as a result of the event. The device will be returned for evaluation.